Event description:
It was reported by a dr's office that a dental hygienist was performing routine hygiene on a pt in a chairman dental chair when the chair's lift linkage broke causing the seat assembly along with the pt to fall down to the floor. There were no serious injuries reported. The pt received a scratch on her face. The hygienist received a small laceration on her hand. No medical treatment was required for either pt or hygienist.